Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate anti-tachycardia pacing (atp) therapy and a shock for a possible rapid ventricular response (rvr) rhythm due to an atrial arrhythmia. Technical services (ts) was consulted and upon data review identified high out of range shock lead impedance measurements over 137 ohms; as well as pacemaker mediated tachycardia (pmt) episodes. This crtd remains in service. No additional adverse patient effects were reported.